Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 1500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they did not take their insulin as they should have. The customer stated that one of the buttons do not respond on the device. The customer stated that they will call back to troubleshoot the issue.